Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. The device system was explanted. No further information was reported.

Event description:
New information received stated that the infection was unrelated to the device. The patient was stable throughout.